Manufacturer narrative:
Zimmer biomet complaint: (B)(4) report source - (B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial total knee arthroplasty. The patient was revised on due to patient fall. Subsequently, the patient was revised again due to a bone fracture caused by patient trauma. There is no report the fracture was caused by the implants. No additional patient consequences were reported.